Manufacturer narrative:
Date sent to the FDA: 03/09/2021. Additional h6: health effect - clinical code: e2326. Additional h6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: e1, e2, g2 . Corrected b5 narrative: it was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the unknown suture was used. It was reported that the patient experienced reaction. It was reported that the wound is still red and irritated after over a year. It has not healed right, and the patient went to see a doctor. It was reported that post-operative care needed to rescue keloid scar and a doctor has to do the scar over again because it looked unaesthetic, red, raised and inflamed. The doctor opined that the patient experienced a reaction to the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was provided: it was reported that the patient underwent mass removal surgery on (B)(6) 2019 during which the incision was closed with 3-0 vicryl suture deep dermal suture and 4-0 monocryl suture. Hospital: (B)(6). Surgeon: (B)(6), m.d. Related medwatch reports: 2210968-2021-00353 and 2210968-2021-12333.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative reports and medical examination? Was a revision surgery for scar scheduled or performed already? Does ethicon have your permission to contact your doctor/surgeon, in the event ethicon would like to contact your doctor/surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeon¿s name and their email address/contact information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date, "about a year-and-half ago here in three months" and the unknown suture was used. The patient experienced reaction. It was reported that the wound is still red and irritated after over a year. It has not healed right and the patient went to see scn. The doctor said that she has to do it over again, do the scar over again because it is raised and bad. Additional information has been requested.